Manufacturer narrative:
It was reported by our territory manager that after viewing the x-rays, the doctor observed that the left reflexion implant was dislocated and there was a fracture in the cortex of the proximal phalanx. Therefore, on (B)(6) 2013, the doctor removed the reflexion implant from the patient's left great toe and noticed the implant was completely dislocated, with no contact between the two implants. The proximal implant came out fairly easily, and did not appear to have been placed using a cement product. The distal implant was more difficult to remove. It was sitting very plantar, and also did not appear to have been cemented into place. According to the IFU for the reflexion toe system, the device is intended for cemented use only. The x-rays were not available to us for review and the implants were not sent back to us for evaluation. Not having this information prevents us from determining the root cause for the complaint. As a note, it is stated in the IFU that the device is intended for cement fixation only. Based on the information provided there is a possibility that the surgeon who implanted the parts in 2010 may not have followed the IFU for using bone cement and the implant was not cemented in place. The name of the original doctor could not be obtained for follow up. There were no other similar complaints for these implants. Following removal, the surgeon performed a bone graft and fused the great toe using plates and screws. It was reported that the surgery went well.

Event description:
The reflexion implant was implanted in the left big toe in 2010 by a doctor at the (B)(6), in (B)(6) 2012, the patient came back in the va outpatient clinic and saw another doctor who was not the doctor who originally implanted the reflexion. The patient complained of persistent pain and loss of motion in his left hallux (big toe) where the reflexion implant was placed in 2010. The second doctor explanted the part on (B)(6) 2013.